Event description:
A few issues. Surgeon performed a tibia resection in the operating room. 1) in the operating room - the foam kits transparent film would not stick on patient well enough to keep a seal, even though surgeon used mastisol skin prep and waited for it to dry. (I believe skin was just to moist/damp/wet/bloody even though they wiped off leg extensively with clean dry towels). Dr. Became frustrated b/c 10 minutes had gone by and no seal, she switched to ioban (2 step process) and was able to place quickly. 2) go pump was turned on and according to dr. It took to long to aspirate down and within a minute received a leak. Surgeon could not stop leak I told her that I will switch patient out to large ez care plus to stop the beeping. 3) in pacu pump stopped beeping but 6 hours later discovered the tubing was clamped on dressing side and pump did not alarm. Rn opened clamp and fluid gushed out into the canister. Rn was concerned that b/c there was no negative pressure for hours the patient fluid ¿pooled¿ and she was concerned about bacteria build up and possibility of infection.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys f/p dressing kit medium. Smith & nephew received the above named product reported as a field complaint for drape not sticking as expected. This issue was not confirmed as the lot number is unknown; therefore, an investigation could not be initiated. No non-conformances for this line of dressings have been noted which would cause the reported issue; however, the complaint is entered for trending. Possible root causes may be preparation of the wound area, which would decrease adhesion of the film and lot variability, in which the adhesion strength variability within the acceptable range is normal. A comparison in performance within specifications can also be attributable to supplier changes, undetectable in product inspection. This issue caused no harm to the patient, as the negative pressure wound therapy device has alarm functionality which warns of loose dressings and leaks when they occur.